Event description:
One week post-surgery, the patient lost stimulation. An x-ray revealed that the leads migrated into the pocket and were replaced. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).